Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient with an impla ntable pump for non-malignant pain. It was reported that the rep stated the pump had been alarming and they didn't know why. The pump was interrogated and an active alarm seen. The logs revealed a motor stall recovery and low reservoir alarm at last refill (B)(6) 2024 and the agent reviewed this was likely why the pump was alarming and reviewed how to manually silence the alarm to resolve. The pump updated on the call. It was stated that this was not the first time the pump was interrogated with the a810 app version 2.0 and that the patient had an MRI since implant of the pump.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.